Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-05-20. Investigation summary samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Root cause: l2l dispatch #(B)(4) was created for plunger rail jams and angled plungers. The air jet and guide were out of adjustment. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that prior to use the thumb press was discovered to be broken with a bd syringe 0.5ml 29ga 1/2in bls 100bx au. This occurred with 3 syringes. The following information was provided by the initial reporter: the user complained that the plunger of insulin syringe was found damaged before use or open of package.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use the thumb press was discovered to be broken with a bd syringe 0.5ml 29ga 1/2in bls 100bx au. This occurred with 3 syringes. The following information was provided by the initial reporter: the user complained that the plunger of insulin syringe was found damaged before use or open of package.